Event description:
The lens was returned stuck in the delivery device with a bent haptic. No additional information was provided regarding the failure.

Manufacturer narrative:
This form was completed by the manufacturer.